Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the past year or so has noticed that the therapy isn't working as well as it used to. Patient said isn't emptying their bladder. Patient also mentioned that since 2022 their back started to hurt. Patient also said that they have fallen a few times which started about two years ago, said was wobbly on their feet and fell on their bottom at least once. Patient was at MRI facility yesterday and they weren't able to connect to implant. When asked, patient said doesn't recall when last connected to implant. With instruction, patient attempted to connect to implant however wasn't successful. The issue was not resolved through troubleshooting. Reviewed potential that ins battery has depleted. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned that they just saw a new urologist in (B)(6) of 2019, however, they didn't check the device. Patient asked if they should have the system removed.